Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm. It was reported that a CT scan discovered that the left limb had pulled up toward the sac and a type 1b endoleak had developed. The physician elected to embolize the internal iliac artery and extend coverage to the external iliac artery by implanting a 16mm x 13mm stent graft limb. The physician determined that the event was resolved after the intervention had been performed. The physician stated that the event was anatomy related; specifically, the left common iliac had grown in diameter from about 24 mm to about 30 mm. No additional clinical sequelae were reported and the patient is fine.